Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of unintentional removal of the peg tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube came out of the patients stoma site after a fall. On (B)(6) 2015, a new peg tube was placed. There were no patient complications reported as a result of this event.